Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient reported that the one infusion set was fell off when he was using it for 2 days. No further information available.